Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the black box data from the reported date of the issue occurrence was overwritten and there was no evidence of ¿time/date reset¿ in the current/available black box data. Also, upon rewind step, the pump alarmed with ¿cs006¿ alarm limiting further testing. The pump was disassembled and bt1 component was found leaking, indicating a capacitor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.